Manufacturer narrative:
Although the used syringe has been returned to the MFR, a device eval has not yet been performed. The complaint has not yet been confirmed, nor the root cause determined. Upon completion of the investigation, a follow-up medwatch will be submitted.

Event description:
As reported by customer, air bubbles were visualized at the plunger of the 8cc syringe during prep. Another syringe was utilized for use in the procedure. There was no air injection or pt injury. The used device has been returned for eval.